Event description:
During a follow-up, noise on the right ventricular (rv) lead and the atrial lead was noted. The leads were explanted and replaced. The patient was stable with no adverse consequences. Related manufacturer report number: 2017865-2019-04106.

Manufacturer narrative:
As received, a partial lead was returned in two pieces. During analysis, multiple internal insulation abrasions were noted on the distal piece of the lead. Explant damages which breached the ring electrode and the cable lumens were noted on the insulation of the lead body and under the shock coil. One external insulation abrasion breaching the cables lumen due to friction to another implant device or feature of the heart was noted proximal to the shock coil. Both ring electrode cable coatings were abraded in this abrasion region as well. The cause of the reported event was isolated to this external abrasion in which both ring electrode cables were abraded. Electrical tests did not reveal any discontinuities or shorts on any conduction paths. Other damages on these pieces were consistent with procedural damages.